Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. It was reported that the customer went to the hospital and was subsequently placed in the intensive care unit due to a blood glucose (bg) level of 745 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer was released from the hospital on (B)(6) 2020 with no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."